Manufacturer narrative:
Additional devices listed in this report: cat # 64812110, lot # unknown, description: mrhk femoral bushing; qty: 2. Cat # 64812140, lot # unknown, description: mrhk tibial sleeve. Cat # 64812120, lot # unknown, description: mrh axle. Cat # 64812100, lot # unknown, description: mrh tib rot comp xs-xl. Cat # 64812130, lot # unknown, description: mrhk bumper insert - neutral. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported that patient had left knee revision due to infection.